Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they hospitalized in emergency room due to low blood glucose on (B)(6) 2018 date with blood glucose of 37 mg/dl at the time of incident. The customer¿s current blood glucose level is 155 mg/dl. The customer also reported other blood glucose level such as 50 mg/dl, 39 mg/dl. The customer treated with the food for low blood glucose level. The customer was declined to troubleshoot for low blood glucose level. Customer was reported that they were unable to upload to carelink. The insulin pump will not be returned for analysis.